Manufacturer narrative:
Additional manufacturer narrative: review of the manufacturing records verified that the lot met release requirements. The investigation is ongoing.

Event description:
Medwatch #(B)(4) was received. The description of event reported to gore is as follows: gore® viabahn® endoprosthesis tracked to the left internal iliac artery aneurysm but would not track to the distal internal iliac artery. The doctor then performed balloon angioplasty of the distal orifice of the internal iliac artery using a 7mm x 4cm balloon. The doctor then tracked the gore® viabahn® endoprosthesis to the left internal iliac artery aneurysm but again it would not track to the distal internal iliac artery. At this point the gore® viabahn® endoprosthesis partially deployed 2 rings of the stent without pulling the trigger to deploy. This could not be re-captured within the sheath. The doctor then removed the gore® viabahn® endoprosthesis while partially deployed. According to the medwatch received, this caused trauma to the left iliac artery and left cfa.

Manufacturer narrative:
Additional manufacturer narrative: event is reclassified as reportable malfunction.

Manufacturer narrative:
Additional manufacturer narrative: a1 - patient identifier. B3 - date of event. Additional information about this event could not be obtained. As a result, no further investigation is possible. All information has been placed on file for use in tracking and trending. Note: no exact date of event was provided. Therefore the event date, (B)(6) 2019 is an estimate based on information found in medwatch # (B)(4). Corrected data: h6: method code #2. H6: results code #2. H6: conclusion code #1.